Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush falls out into mouth - oral-b [device breakage]. Brush has become loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head became loose on the oral-b toothbrush, type 3772, and occasionally fell out into their mouth while brushing. No injury was reported. 10-sep-2024 case update from information initially received on 27-aug-2024: the device was discarded. No injury was reported.